Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The manufacturing evaluation revealed the instrument locks and stays in place, any observed play is normal and inherent to the instrument. Therefore, based on the evaluation by the supplier and synthes, this complaint is deemed invalid from a manufacturing standpoint. The product evaluation visual inspection revealed minimal wear was on the teeth and the spring loaded pin that engages and locks the guide into position. The complaint could not be replicated with the instrument returned. The issue may be associated with surgical technique or interference with another instrument. The investigation determined this event to be indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
Hospital account reported: hospital received the drill guide with graduation in (B)(6)2011. Surgeon complained that the measurement migrates from 12 mm to 13 mm and the instrument is loose. This is 1 of 1 reports for this event, complaint (B)(4).